Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Source: the journal of arthroplasty long term performance of an uncemented, proximally hydroxyapatite coated, double tapered, titanium-alloy femoral stem: results from 1465 hips at 10 years minimum ( jamie t griffiths, mbbs, bsc (hons), frcs (tr & orth) ) reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that two patients underwent revision due to fatigue fracture of the femoral neck. It was noted both patients were obese at the time of their stem failure. No further event information available at the time of this report.